Manufacturer narrative:
An event of endocarditis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Correction: on (B)(6) 2019, a 23mm trifecta gt valve was implanted. On 16 february 2020, during follow-up endocarditis was reported. Medication was administrated and the valve remains implanted. The patient is reported to be unstable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 23mm trifecta gt valve was implanted. On (B)(6) 2020, during follow-up endocarditis was reported. Medication was administrated and explant is anticipated but not yet scheduled. The patient is reported to be unstable. Additional information was requested but yet received.